Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore; the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However; if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell into the patient. However; no fragment remained inside the patient since it was reportedly retrieved. The intended procedure was successfully completed with the same set of equipment and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus shanghai (osh), (returned to osh on 2022-05-10). The evaluation at osh confirmed that the ceramic insulation at the distal end of the inner sheath is broken off. This type of damage is typically caused by thermal and/or mechanical fatigue caused by wear and tear, possibly in combination with excessive force. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert had been pre-damaged at some point in the past, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the procedure. Furthermore, the evaluation found defective/worn sealing rings, which however are not related to the breakage of the ceramic insulating insert. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.